Manufacturer narrative:
Reported event: an event regarding inaccurate resection with soft tissue damage involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio (B)(4) found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events there were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of installation log, session file work flow, robot report, warnings and errors, rio registration, bone registration, probe check, bone preparation checkpoints, and number of end effectors used confirmed the mako system performed within its specifications. No system defect or malfunction was identified.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During tibia prep, the surgeon was having difficulties burring through tibia. In his struggles to adjust the robotic arm, the surgeon accidentally hit the tibia array. The doctor was advised to be mindful not to hit the array. Surgeon accidentally hit the array again. Surgeon continued to burr, but was unable to completely burr the posterior tibial plateau. Surgeon decided to remove that portion of the bone manually using osteotomes and rongeur. Upon completion, decided attempted to use the rio to burr post holes but when he placed the burr above the bone, the burr was not visible on screen. Instructed surgeon to place green probe on checkpoint and the screen displayed 39.8mm distance from checkpoint. At this point surgeon was advised that it was unsafe to attempt to burr without re-registering the bone. Surgeon went manual at which point he noticed the popliteal artery was punctured.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During tibia prep, the surgeon was having difficulties burring through tibia. In his struggles to adjust the robotic arm, the surgeon accidentally hit the tibia array. The doctor was advised to be mindful not to hit the array. Surgeon accidentally hit the array again. Surgeon continued to burr, but was unable to completely burr the posterior tibial plateau. Surgeon decided to remove that portion of the bone manually using osteotomes and rongeur. Upon completion, decided attempted to use the rio to burr post holes but when he placed the burr above the bone, the burr was not visible on screen. Instructed surgeon to place green probe on checkpoint and the screen displayed 39.8mm distance from checkpoint. At this point surgeon was advised that it was unsafe to attempt to burr without re-registering the bone. Surgeon went manual at which point he noticed the popliteal artery was punctured.